Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. On the same day as the onset, the patient was hospitalized due to the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.